Event description:
Customer reported a minimum fill notification regarding their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge and initially faced challenges, but after adding more insulin and performing a pump reset, they successfully reloaded the cartridge and resumed insulin delivery.